Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning, and the lead polarity had switched to unipolar. The lead was programmed back to bipolar, and is still in use. No patient complications were reported as a result of this event.